Event description:
Second clip out of the gun failed to secure an artery. The surgeon has requested we discontinue use. During surgery, the equipment fired the first clip without problem. The second one did not fire, causing blood loss and additional patient concerns. I believe this product was previously recalled. We have removed all of this particular product from our inventory at this point.